Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the device had no telemetry, thus a memory download could not be performed. The device was unable to be interrogated and exhibited no tones with magnet application. Visual inspection noted that the device case was swollen. The device case was then opened and the battery was found to be depleted. Analysis noted the device had been implanted for 10.9 years. The labeled longevity calculation could not be performed due to the no telemetry condition as there was no memory download to attain the information needed to perform the calculations, however 10.9 years far exceeds the normal life span for this device and with no allegations we can assume that the device depleted normally and eventually went to the no telemetry condition due to low battery voltage.

Event description:
The implantable cardioverter defibrillator (ICD) was explanted approximately one year later for normal battery depletion. The device was returned for analysis. The patient reported experiencing syncope prior to the explant of this device. The field representative was unaware of the patient's symptoms and was unable to provide any further information. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the tachycardia therapy of this implantable cardioverter defibrillator (ICD) was turned off and was set to a monitor only mode for an unknown reason. Attempts to obtain additional information were made but were unsuccessful as the field representative has no further information. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.